Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010 the patient presented with pre-op diagnosis: 1. History of remote t10 to sacrum pelvis posterior spinal fusion. 2. History of remote l1 fracture. 3. Junctional kyphosis and sagittal imbalance and the post-fracture kyphosis. 4. Nonunion, multiple levels. The patient underwent: 1. Removal of posterior segmental fixation. 2. T9 to the sacrum pelvis posterior spinal fusion. 3. T9 to sacrum pelvis posterior segmental fixation. 4. T11-12 posterior column-based osteotomy. 5. Exploration of fusion mass and confirmation of nonunion, t10-11, t11-12. 6. Local allograft. 7. Morsellized allograft. 8. Interpretation of radiographs. As per op notes, in the region from t9 to sacrum the set screws removed and the rods bilaterally were removed and then tested for loosening. The screws at bilateral t10 and bilateral t11 were found to be loose. These screws were replaced with size 7x 45 screws at the t10 and right-sided size 7.5x45 screw. Additionally, pedicle screws were placed at t9. These were size 6x40 screws in the left side and size 6x45 screw on the right side. These screw that were placed were depuy expedium and depuy standard fadi screws. Then a posterior column-based osteotomy was then performed at t11-12. 2 rods were then cut and contoured and locked into the pedicle screw extending from t9 down to the sacrum and the pelvis. Fusion mass was repaired in the nonunion areas and the lumbar spine area. Rods were then locked into place and corrective maneuvers carried out across the spine. The rods were then locked into place and local autograft, morcellized allograft, and 2 large kits of bmp ii were laid across the decorticated posterior elements. Complications none. It was reported that the patient experienced unspecified injuries due to rhbmp-2/acs.